Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the surgeon, the stimulator package had migrated over time since the initial surgery and as a result of the migration was sitting directly behind the pinna. Change in performance could not be assessed as the recipient was unable to wear the audioprocessor due to painful discomfort. The painful discomfort is described as a pressure type pain in the implant area and it was felt also without wearing of the processor. Also, after the stimulator had migrated it interfered with the wearing of his glasses. The device was successfully repositioned in surgery. The electrode lead was found still in the original trough. As the facial recess was filled with scar tissue, it could not be determined if the electrode array had also migrated.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the received information from the field, the stimulator housing migrated post-operatively from its intended position, which led to pain and uncomfortable sensations. Also, the recipient could not wear glasses. A revision surgery was successfully carried out to reposition the implant housing; during surgery the active electrode array was inadvertently pulled out of cochlea but it was fully reinserted within the same procesure. In situ measurements show all channels within normal limits. The device remains implanted and in use. This is a final report.

Event description:
According to the surgeon, the stimulator package had migrated over time since the initial surgery and as a result of the migration the device was sitting directly behind the pinna. Change in performance could not be assessed as the recipient was unable to wear the audio processor due to pain and discomfort. The painful discomfort was described as a pressure type pain in the implant area and was felt also without wearing of the processor. Also, after the device had migrated it interfered with the wearing of the glasses. The device was successfully repositioned during revision surgery on (B)(6) 2019. The stimulator housing was repositioned approximately 2cm behind the mastoid cavity at a 45 degree angle.